Event description:
The customer returned the product for cassette not attached alarm when cassette was removed after infusion, during physical inspection it was found that the downstream occlusion (dso) seal was peeling and that the dso sensor was nonfunctional. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. The device had not been in for service in the review period. Sensor. Visual inspection found a peeling downstream occlusion (dso) seal, scratched lens and missing battery door. The reported problem was verified by functional testing. The cause of the problem was a nonfunctioning dso sensor. The dso sensor was replaced to fix the problem. Other repairs were performed, and the device passed all functional tests after the repair.